Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 35% to 1% in one day. The customer's blood glucose level was 240 (mg/dl) on (B)(6) 2016. The customer delivered a manual injection. It was indicated that the customer would continue to use the pump until the replacement pump was received.